Event description:
The device was returned to the manufacturer from the morgue. Per the follow-up physician it had been explanted in 2005, due to inadequate pain relief. It is not clear if this was near the date of death. The cause and date of death are unknown.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.